Manufacturer narrative:
Correction: the following information was reported but inadvertently omitted from the medwatch report: during explant surgery, a significant amount of calcification was observed in the patient¿s left breast capsule. Both breast prostheses were removed intact. Block b1 ¿is product problem¿ no longer applies to this report, nor does block h6 medical device problem code a0412 ¿material rupture¿. On 14-jun-2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient developed some discomfort and breast tenderness, and red areas. MRI results indicated bilateral rupture, but the breast prostheses were removed intact. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. In addition developed some discomfort and breast tenderness and red areas on the breast. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explanation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable rupture. Although no leakage was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: MRI results indicating bilateral breast prosthesis rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old female patient underwent an unspecified breast surgery with mentor memorygel breast implant 550cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via MRI. Additionally, the patient felt some discomfort in her left breast and intermittent right breast tenderness along with red areas on right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.